Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first staple appeared slightly misaligned. The stapler was returned with 38 staples remaining in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was unable to form properly. The next two staples were also unable to form properly when fired. It appeared that the misalignment of the first staple prevented the staples from moving down the track and into the forming tool correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be slightly misaligned. Upon functional inspection, the staple misalignment prevented the remaining staples from firing correctly. The sample was disassembled and die casting anomalies on the forming tool were discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A CAPA was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.